Manufacturer narrative:
(B)(4). A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 44.0-44.3cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was intact at this location. External insulation abrasion was noted at 46.0-46.5cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was abraded at this location.

Event description:
This report is to advise of an event observed during analysis.